Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6)). The returned lead was analyzed and visual inspection revealed that the proximal end was bent or fractured between contact 8 and the retention sleeve. X-ray inspection of the lead revealed that one of the cables was fractured within the proximal array. It appears that excessive mechanical force was exerted onto the lead proximal array, causing damage to its internal cable. With all the available information, boston scientific concludes the high impedances were confirmed. The lead was likely damaged due to excessive force during its insertion into the ipg port. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that high impedance was noted on one the patients spinal cord stimulation (scs) leads, and patient was also having frequent charging issues with their implantable pulse generator (ipg). Therefore, the patients ipg and lead was replaced. The patient is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17336944. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 18338860.

Event description:
It was reported that high impedance was noted on one the patients spinal cord stimulation (scs) leads, and patient was also having frequent charging issues with their implantable pulse generator (ipg). Therefore, the patients ipg and lead was replaced. The patient is doing well postoperatively.